Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found there is battery acid leakage shown by corrosion on the flat battery contacts inside the battery compartment. The alarm's battery door is missing when received. Unit powered on when tested. (B)(4).

Event description:
The customer reported the alarm has no power. The batteries have been replaced with new supply all of the same type. The battery spring contacts are not bent or missing. The customer reported that there is no visible damage to the outside of the alarm. There was no pt incident or injury reported.